Manufacturer narrative:
The initial report was submitted with incomplete information. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not make any noise. The customer¿s blood glucose level was 305 mg/dl and was 66 mg/dl at the morning of incidence. Customer reported that the insulin pump failed during audio test. Customer did not hear any sound. Customer declined further assistance. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and displacement accuracy test. Pump passed the dat test. The device received with same audio tone when switching from volume five to volume one and pump error 63 alarmed during selftest due to broken trace on keypad assembly. The device received with pillowing keypad overlay, peeling end cap label and scratches on case.

Manufacturer narrative:
The information related to serial number and material number, lot number has been updated which was not available with initial report. The updated information has been provided with this report. (B)(4).

Event description:
It was reported that material number has been updated to (B)(4), serial number updated to (B)(4) and lot number updated to hg2e88m.